Event description:
The patient with a r p comm 14-15mm aneurysm. The patient had an embolization plus stent procedure. While the patient was on the table occluded the stent, which was placed in the fetal posterior cerebral artery (pca). The physician report reads "an enterprise 4.5mm 14 mm stent was successfully deployed into the fetal pca with the distal portion of the stent coming out into the internal carotid artery (ica). This was done for purposes of protecting the fetal origin pca". Coiling occurred with went well, 13 coils placed, then he goes on to say, "the last control angiogram performed demonstrated slow flow into the fetal pca which went on to occlude". The patient was on asa and plavix as well as heparin during the procedure.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.